Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with o2 device failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.